Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise on the pacing lead was inhibiting pacing. The lead also exhibited low impedance, oversensing, and observed varying r-waves. The lead was suspected to be fractured and was subsequently reprogrammed but remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.